Manufacturer narrative:
Additional information was received indicating the issue was found during testing, there was no patient involvement (updated h6). Device evaluation: one pump was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed an occurrence of a "cassette not attached properly" alarm. Functional tests were performed and the device passed all tests. Based on the investigation, the complaint allegation was not confirmed. The downstream occlusion sensor was replaced as a preventive measure.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that there was a downstream occlusion sensor error. It is unknown if there was no patient, or clinician injury associated with this event.